Manufacturer narrative:
The company representative examined the system and was able to replicate the reported event. The footswitch interface printed circuit board (pcb) and the footswitch cable were replaced to resolve the issue. The system was then tested and met all product specifications. The system was manufactured on december 7, 2005. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did indicate one related report for this system serial number. The root cause of the reported event can be attributed to the footswitch interface pcb and the footswitch cable. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there were footswitch/cable issues prior to a surgical procedure. There was no patient involvement. Additional information has been requested.